Event description:
A customer reported an altitude alarm issue with their pump. The customer's blood glucose levels remained between 54-500 mg/dl, which is within the expected range, indicating no adverse impact. Technical support instructed the user to remove any obstructions, clean the speaker holes, and reset the pump. Following these actions, the pump resumed normal operations, and the customer was given advice on preventing future altitude alarms.